Event description:
It was reported that the compressor was not working. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the compressor was not working. The field service engineer replaced several spare parts for troubleshooting, but the problem remained. It was later reported that the problem was solved by replacing the water separator. The separator was not returned for investigation. Note. The water separator shall be overhauled during preventive maintenance. If the compressor cannot deliver enough air pressure, the connected ventilator will alarm for low air supply pressure and high o2 concentration. Additionally, if no o2 gas is connected to the ventilator system, it may lead to stop of ventilation as a worst case scenario. Alarms will be generated. The conclusion in this matter is that the water separator was defective. As no faulty part was returned for investigation, the root cause could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).